Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
I was covering a total knee with dr. (B)(6). (B)(6) pinned a size 4 cutting block onto the femur and started his cuts. I stepped out of the room to use the restroom and grab a few implants. I returned to the room, and continued covering the case. When the time came to open the implants, I showed them to dr (B)(6) and the rest of the operating team, and read out loud the sizes, side and expiration date. Dr (B)(6) agreed and the implants were opened. After the patient left the room, dr (B)(6) was doing his operating notes and noticed the size 4 femur. Apparently when I left to use the restroom and gather implants, they down sized for a size 3 femur. Dr (B)(6) told the patient and family that there was an error, and the patient went right back to the operating room and the size 4 femur was removed and replaced with a size 3. Update per sales rep: "it was a primary total knee. As per explanation, dr initially sized the left femur to a size 4 component. I left the room to use the restroom and grab implants. While I was out of the room he down sized the femur to a size 3. When we were ready to open implants, I read to the team what sizes, expiration date and side of the implants. The team acknowledged the boxes prior to opening them. A size 4 femur was opened (I did not know that they had down sized the femur), and implanted. During dictation, dr noticed the size 4 femur. The patient was instructed of the event and returned to the operating room to have the femur removed and replaced with the correct size. This was a press fit femur, and was removed without any bone loss or need for augments or stems. A size 3 press fit femur was immediately implanted. Patient was closed and returned to post op. The only adversity the patient faced was having to be returned to the operating room, and being put back to sleep. The exchange of the size 4 to size 3 femur took only a few minutes to achieve."

Manufacturer narrative:
Reported event: an event regarding incorrect selection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
I was covering a total knee with dr (B)(6). Dr. (B)(6) pinned a size 4 cutting block onto the femur and started his cuts. I stepped out of the room to use the restroom and grab a few implants. I returned to the room, and continued covering the case. When the time came to open the implants, I showed them to dr (B)(6) and the rest of the op team, and read out loud the sizes, side and expiration date. Dr (B)(6) agreed and the implants were opened. After the patient left the room, dr (B)(6) was doing his op notes and noticed the size 4 femur. Apparently when I left to use the restroom and gather implants, they down sized for a size 3 femur. Dr...told the patient and family that there was an error, and the patient went right back to the or and the size 4 femur was removed and replaced with a size 3. Update per sales rep: "it was a primary total knee. As per explanation, dr initially sized the left femur to a size 4 component. I left the room to use the restroom and grab implants. While I was out of the room he down sized the femur to a size 3. When we were ready to open implants, I read to the team what sizes, expiration date and side of the implants. The team acknowledged the boxes prior to opening them. A size 4 femur was opened (I did not know that they had down sized the femur), and implanted. During dictation, dr noticed the size 4 femur. The patient was instructed of the event and returned to the or to have the femur removed and replaced with the correct size. This was a press fit femur, and was removed without any bone loss or need for augments or stems. A size 3 press fit femur was immediately implanted. Patient was closed and returned to post op. The only adversity the patient faced was having to be returned to the or, and being put back to sleep. The exchange of the size 4 to size 3 femur took only a few minutes to achieve."